Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude leading into undersensing and smart pass been unable. Due to this t wave oversensing was exhibited and an inappropriate shock was delivered. Technical services (ts) discussed trouble shooting options. This electrode remains in service. No adverse patient effects were reported.